Manufacturer narrative:
Lumenis investigated the reported event by contacting the patient directly to obtain the name of the user facility information, clinical records from the dental office, and any additional information for the reported event. Originally, the patient was reluctant to provide the user facility information. On 02/01/17, the patient provided lumenis dental x-rays and the information of the laser hair removal user facility. Lumenis is continuing its investigation and will file a follow-up MDR within 30 days.

Event description:
A patient reported that during a hair removal treatment on the upper lip and chin area with a lumenis lightsheer desire on (B)(6) 2016, the patient complained of a "zapping" pain on the front teeth. The patient noted that the aesthetician inserted gauze between the lip and teeth. The patient reported a second treatment on (B)(6) 2016, where again, a "zapping" pain was felt on the front teeth. It was further reported that following the second event the patient experienced considerable pain for several days. Additionally, the patient reported that after the pain subsided, the front tooth (tooth #10) fractured at the gum line and the patient now believes to have sustained nerve damage.